Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced cfg axes controller platform (acp) to solve reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The cfg acp was analyzed and in artemis, these error 319 was found indicating a node configure to be present did not respond during system starting up. And confirming these faults did occur in the field. Upon visual inspection, no issues were found that would be related to the reported event. This acp cfg was installed, programmed and tested on the printed circuit assembly (pca) is4000 golden system sk0362 where error 319 was triggered at startup, replicating the reported event. This acp cfg was aba tested with a well-known gold unit and was able to confirm and verify it as the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that after a da vinci-assisted surgical procedure, there was a recurring error 319 on the system. Despite power cycling the system, the error persisted. The case had been completed, and they were in the process of moving the system to the robotic storage area. Technical support engineer (tse) instructed the customer to power down the system, disconnect the blue system cables, and individually power up each component in stand-alone mode. During this process, the patient side cart (psc) failed to boot into normal mode, and error 319 was displayed on the psc touchpad. Tse advised that the psc could be manually moved by switching the drive lever to the manual position. Tse reviewed live logs via artemis and identified that error 319 was associated with the psc acp boards. The procedure was completed with no reported injury.